Manufacturer narrative:
Event occurred on an unspecified date of (B)(6) 2017. Initial reporter address and phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten minicap prep kits had a crack near the edge of the cap which caused a leak. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the samples was provided for evaluation. The photograph showed the mini caps without the blister (primary packaging) and there was a crack in the lower part of the piece. The reported issue of cracked was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.